Event description:
During the procedure, the physician introduced the delivery system over the wire. The shaft bent and broke off outside of the patient. The device was removed from the field, and another device utilized. The new device was a resolute integrity stent.what was the original intended procedure?selective angiography of the right coronary artery; percutaneous coronary intervention of the right coronary artery and posterolateral branch using a 2.25 x 20, 2.75 x 30, 3.0 x 38 and 3 promus drug-eluting stents and we used a 3.5 x 30 mm resolute integrity drug-elutingstent for the proximal rca with satisfactory angiographic outcome.device #1is this a laboratory device or laboratory test?no.